Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3595 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx3595) have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2020, a kid patient from pediatric surgery underwent PICC placement due to poor peripheral vessel. Postoperatively, the plastic part ruptured when connecting oversleeve portion of extension tubing. Trimmed the catheter and replaced it with the spare oversleeve portion inside the tube.